Manufacturer narrative:
The initial MDR was submitted without a 510k number. The 510k of this device is k023331.

Manufacturer narrative:
Results bd received samples and photos from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for a damaged rubber stopper on the tube with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: due to the severity and frequency of the reported condition, no corrective action is required at this time. The indicated lot # and reported condition will be tracked and trended.

Event description:
It was reported that bd vacutainer® brand sstä ii tubes containing silica and gel had a damaged rubber stopper on the tube. No injury or medical intervention.